Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty procedure of a stenosis located on the middle cerebral artery (mca) with the subject balloon catheter, outside the patient, the balloon leaked when deflated. The balloon was replaced and the procedure completed successfully. There was no impact to the patient.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Therefore, a cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty procedure of a stenosis located on the middle cerebral artery (mca) with the subject balloon catheter, outside the patient, the balloon leaked when deflated. The balloon was replaced and the procedure completed successfully. There was no impact to the patient.